Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer's mother called customer service on (B)(6) 2010 to inquire as to what test strips she should use with her child's freestyle flash blood glucose meter. She further reported that because she believed she had purchased incorrect test strips she was unable to check his glucose. It was also reported that sometime in (B)(6) 2010, due to not being able to test, he experienced "extreme lows to the point of 30", nausea, stomach pain, tremulousness and "had no energy". Customer was given a shot of glucagon by his parent. There was no report of death or permanent injury associated with this event.